Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of that suture with dart was missing and not returned. The suture on the blue with white stripe dilator was cut and the remainder of the suture with dart was missing and not returned. Analysis revealed not damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an anterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and the needle was retrieved when pulled out from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.